Event description:
The customer contacted baxter's technical service center to report smoke coming from the home choice (hc) machine during use, patient connected during therapy. The hc stopped during fill cycle and started smoking. The home patient (hp) stated that the hc would power up but would not do anything. The baxter technical service representative (tsr) swapped the device. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was tested and passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. No abnormality was observed in the device history review. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of smoke, sparks, burnt odor, fire from device. The reported issue was not confirmed or duplicated during the pal evaluation. The assignable cause for the reported issue is undetermined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.